Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section g4. PMA/ 510(k): k212340; k233924. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that this was a mechanical thrombectomy for an acute ischemic stroke (ais) at the left internal carotid artery. While the emboguard 87, 95 cm balloon guide catheter (product code: bg8795u, lot number: 10011658) was used, it got kinked at tortuous portion of the aortic arch when withdrawing the inner catheter. Also, the aspiration catheter, a 125cm cereglide 71 (product code: nic71125c, lot number: 31835570) could not be advanced.while applying push tension to advance the cereglide 71 across the kinked segment of the emboguard, the cereglide 71 also got kinked. The procedure was completed. There was no negative impact to the patient. It is unknown if a continuous flush was done. Other concomitant device was phenom microcatheter. Aorta arch type: 3. The puncture site: groin. Kinked timing: after removal of the inner catheter. Location of catheter tip: origin of the internal carotid artery (ica) with occasional back into the cerebral amyloid angioplasty (cca). The devices were used according to the instructions for use (IFU). Additional event information received on 11-jun-2026 indicated that recanalization had been achieved. No additional passes were needed. The catheter was not be removed or replaced to continue the procedure. There was some delay that occurred during intracranial pta following thrombectomy; however, the delay was not clinically significant. The procedure was performed using a combined technique (concomitant device: trevo 4 mm). Because the emboguard was kinked, the cereglide71 could not be advanced beyond the kinked segment. Even with the floating technique and the over-the-wire (surpass/advancing) technique, advancement could not be achieved. The cca and aorta exhibited relatively significant tortuosity. There was no break in material integrity at the site of the defect, such as cracking or fracture.